Event description:
It was reported that pump screen was dark and would not turn on, and caller also described pump button as extremely difficult to press and requiring multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through steps to press button and remove pump from case, after which display turned on but button issue persisted, and pump was confirmed to be in warranty and scheduled for replacement; caller planned to use multiple daily injections as backup insulin therapy and was instructed to place pump in storage mode before returning it, which caller understood and acknowledged.